Event description:
It was reported that the patient expressed concern about their implantable cardioverter defibrillator (ICD) not detecting an episode of presyncope that they "thought was a cardiac event". The patient described the event as, "pretty terrifying" and said that their electrophysiologist told them that their device "didn't pick up anything at all". The patient indicated that one doctor thought it was an arrythmia, but upon checking the device data there was nothing definitive. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.